Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified connection issue between ten (10) amia automated pd set with cassette connections and the solution bag which resulted in a leak. These events occurred while the patient was connected for peritoneal dialysis (pd) therapy. The connection issue was further described as, ¿the cassette loosens from the blue line bag¿ and results in a fluid leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.